Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had main drawer 5 failed and requested maintenance, customer troubleshooted with reboot and recovery but still failed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer replaced auxiliary drawer 5.1,5.2 controller boards and pyxibus module control (pmc) board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.